Event description:
The patient reported: my tooth cracked, and the crown came off after it was just reset. I was told by my dentist that I can't continue with the aligners because the crown took part of my tooth. I would like to request a refund. (B)(6) 2024: the patient provided additional photos and a letter of recommendation stating that their dentist believes the aligners compromised the crown. The clinician reviewed the information and requested a letter of recommendation. The patient provided the letter of recommendation and after evaluation, treatment was ceased, and the patient was refunded.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.